Event description:
It was reported that when stimulation was turned there was stimulation in the wrong location. The patient experienced numbness in her hands and a shocking or jolting sensation. When the patient bent over to put her pants on she got a shocking sensation in the right hand. The patient had carpal tunnel surgery about 20 years ago in both wrists. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).